Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the units involved with this complaint and completed the device evaluations. Failure analysis investigation results are as follows: the reported failure was reproduced on the psm. The unit triggered the same fault at start-up. The a3 brake will be replaced as a fix. However, the reported failure could not be reproduced on the rac but was confirmed via the system logs. The rac was installed and tested in an in-house test system and passed with no errors, was power cycled 10 times, sine dance test was also performed and the unit passed. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that ten minutes into a da vinci assisted low anterior resection surgical procedure, the surgical staff encountered repeated non-recoverable faults. The patient side manipulator 3 (psm) was disabled, the instruments were removed, and the system was power cycled but the issue persisted. The intuitive surgical, inc. (Isi) clinical sales representative (csr) checked the breakers, power cord, and power cycled the system but once again the issue persisted. The customer made the decision to convert and complete the surgical procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and replaced the psm and the remote arm controller (rac). The psm is a manipulator that is controlled by a master manipulator from the surgeon console, which in turn, controls an instrument inside of the patient. The rac refers to the printed circuit board that receives signals from the rac control module (rcm) which performs all of the control, monitoring, communications, and upper-level safety functions.